Event description:
A us distributor returned a battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) was completed. The cause for the failure was isolated to an open f1 battery fuse. The cause for the open fuse was excessive current. The root cause for the excessive current could not be positively identified. No adverse event resulted from the defective battery pack.